Manufacturer narrative:
The customer replaced the alinity c source lamp which resolved the issue. A review of alinty c sn# (B)(6) instrument service history, identified no contributing factors to this complaint. There has been no subsequent contact from this customer regarding any discrepant results since the source lamp was replaced. A review of the alinity c / clinical chemistry platform found all erratic results were below the upper control limit. A review of historical data for the likely cause associated with this complaint, revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for either the alinity c, serial number (B)(6), or the source lamp.updated g1 contact information

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely increased magnesium result generated on the alinity c analyzer on a patient. Results provided: (B)(6) 2021 sid (B)(6) = (B)(6) mg/dl. Normal range: 1.6-2.6 mg/dl. No impact to patient management was reported.